Event description:
Hcp reports withdrawl symptoms following pump implant. Catheter x-rays were performed showing no problems. An additional drug bolus was given without result, a temporary external catheter was insteated to an external device with reversal of withdrawl symptoms. The pump was stopped. A dye study was performed on the catheter showing no problems. An x-ray was then taken of the pump which showed normal rotor rotation. The pump was restarted and again a withdrawal syndrome occurred "suggesting none or insufficient drug delivery." The pump was explanted and returned to the manufacturer. After implantation of a new pump, no further problems occurred. A follow up report will be sent when additional info is available.